Manufacturer narrative:
B3: corrected date of event. B7: added medical history. H6: updated results code 1 for sterilization evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for manufacturing evaluation. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1993: (B)(6), md. Operative report. Assistant: (B)(6), pa. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: same. Anesthesia: general. Operation: primary repair of incisional hernia. Complications: none. Estimated blood loss: 40 cc. Indications: mr. Williams had undergone previous abdominal aortic aneurysm surgery over a year ago and now presents with a periumbilical bulge which appears to be to the left lateral aspect of his incision, most consistent with a ventral hernia. Findings at the time of surgery: ¿the patient was found to have a small defect in his anterior abdominal wall over this area. This was repaired with figure-of-eight 0 ethibond sutures without complications. Procedure: the patient was identified and taken to the operating room where he was placed in the supine position. Next, general endotracheal tube intubation and anesthesia were administered. Following this, the abdomen was prepped and draped in sterile fashion. The periumbilical region was then reopened through skin and subcutaneous tissue and a small defect measuring approximately 4 x 3 cm was identified. The excess portion of the hernia sac was resected. The fascial edges were freshened and closure was with interrupted figure-of-eight 0 ethibond sutures followed by several simple 0 ethibond sutures. Following this, the subcutaneous tissue was closed with 000 vicryl running and 000 subcuticular vicryl suture was used to close the skin. Sponge and needle count report was correct. The patient tolerated the procedure well and was transferred to the recovery room extubated and in stable condition.¿ (B)(6) 1994: (B)(6), md. Operative report. Assistant: (B)(6), pa. Preoperative diagnosis: left inguinal hernia, recurrent ventral hernia. Postoperative diagnosis: same. Anesthesia: general. Operation: marlex repair of left inguinal hernia, marlex repair of recurrent ventral hernia. Complications: none. Estimated blood loss: 80 cc. Indications: the patient is a 63-year-old gentleman, status post aortic aneurysm surgery with recurrent ventral hernia as well as a primary left indirect hernia. Findings at the time of surgery: ¿the patient was found to have an indirect left inguinal hernia with poor fascia, requiring marlex mesh repair. Also, a recurrent ventral hernia measuring 6 x 4 cm, required marlex repair. Procedure: the patient was identified and taken to the operating room and placed in the supine position. After general endotracheal intubation and anesthesia, the abdomen was prepped and draped in sterile fashion. The inguinal hernia was addressed first with a parallel incision to the inguinal ligament through skin and subcutaneous tissue. The spermatic cord was identified and encircled with a penrose drain. Multiple areas of properitoneal fat were now taken down, divided, and tied near the ring. An indirect inguinal hernia sac was also identified, twisted at the internal ring, and divided. The conjoined tendon was of poor quality; therefore, a marlex mesh was brought up into the operative field. A keyhole was cut in the mesh. It was attached to the symphysis pubis as well as the inguinal ligament and transversalis fascia with interrupted 0 ethibond sutures. At the completion of this tacking maneuver a continuous running 0 prolene suture was used to completely tack the graft to the fascia. The spermatic cord was then left in the subcutaneous location. Closure was with 000 vicryl deep followed by 000 subcuticular vicryl suture. Next, attention was directed to the midline recurrent ventral hernia which was supraumbilical in location. The skin and subcutaneous tissue was divided. The fascia was now undermined until good fascia was found. There appeared to be a relatively large bridge between these areas and therefore it was elected to place marlex mesh. This was placed by taking sutures through the fascia, through the mesh, through the mesh, and through the fascia; a total of about 20 sutures were used to completely circumferentially go around the defect. The fascia was now loosely closed over the defect and the skin closed with 000 vicryl. At the completion of the procedure, the sponge and needle count report was correct. The patient tolerated the procedure well and was transferred to the recovery room extubated and in stable condition.¿ (B)(6) 2009: (B)(6), md. Operative report. Assistant: (B)(6), apnp. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Operation performed: laparoscopic repair of incisional hernia. Anesthesia: general endotracheal anesthesia by dr. (B)(6). Estimated blood loss: minimal. Cultures: none. Drains: none. Specimens: none. Complications: none. Indications: the patient is a 77-year-old white male patient of dr. (B)(6) with a symptomatic incisional hernia. Findings: ¿the patient had multiple small midline hernias and hernias just off the midline associated with his previous midline incision. Procedure: with the patient in the supine position, after anesthesia was induced and the abdomen prepped and draped in usual fashion using povidone iodine solution, a veress needle was inserted through a stab wound at the left costal margin and a pneumoperitoneum was created. This was followed by insertion of a 5 mm optiview trocar. Midline adhesions were noted but there was no evidence of for injury. A 12 mm trocar was inserted in the left mid abdomen and a 5 mm trocar in the left lower quadrant. Through these trocar sites, the omentum was dissected off the anterior abdominal wall and multiple midline hernias, which were quite small, were noted. Inferiorly, there was mesh present and the small bowel was firmly adherent to it so the bowel was dissected off of the mesh using sharp dissection. Several hernias were noted at the level of the umbilicus. After all the adhesions and bowel were taken down off the anterior abdominal wall and multiple hernias were noted, the area of the defect was measured at 12 x 22 cm. A piece of dual mesh 26 x 20 was then cut in an oval and four corner sutures of 0 ethibond were placed. The mesh was placed in the abdominal cavity and the four corner sutures were brought up through incisions at the four corners of the defect with good overlap in all four quadrants. The sutures were tied and four intervening sutures were placed through and through the mesh in the four intervening quadrants to full affix the mesh in place. Using two circular tackers, the remaining edges of the mesh were tacked in place. A good repair appeared to be effected in this manner. Triple antibiotic solution was instilled into the peritoneal cavity and all trocars were removed under direct vision and the pneumoperitoneum evacuated. All incisions were closed with subcuticular sutures of 4-0 vicryl. Steri-strips and dressings were applied to the wounds and the patient was taken to the recovery room in satisfactory condition. Sponge and needle counts were correct at the end of the case.¿ (B)(6) 2009: (B)(6). Operative note [handwritten]. Procedure: laparoscopic repair of incisional hernia. [Illegible], dewitt. Anesthesia: general, endotracheal. Complications: none. Implant: dualmesh 18 x 24 cm x 1.0 cm; lot number 05495092. (B)(6) 2009: (B)(6). Implant record. Dualmesh. Msh dual 1dlmc06 ¿ log117725. Used: 1. Lot no.: 05495092. The records confirm a gore® dualmesh® biomaterial (1dlmc06/05495092) was implanted during the procedure. (B)(6) 2016: (B)(6), md. Operative report. Assistant: none. Preoperative diagnosis: nonhealing midline wound. Postoperative diagnosis: nonhealing midline wound. Procedure: simple wound debridement. Anesthesia: IV sedation provided by anesthesia, complemented by field block using 0.25% marcaine with epinephrine, 0.5% xylocaine with epinephrine. Specimens: none. Findings: ¿unfortunately, the patient¿s midline mesh is involved with chronic infection. It was debrided. No evidence of bowel fistula. No abscess. There is still mesh left in place, but I debrided all mesh that was exposed. Debridement included skin, fat, and mesh. No muscle was involved. The wound is 7 cm in length, 3.5 cm in depth, and 3 cm in width.¿ indications: ¿the patient is an 85-year-old white male, followed by dr. (B)(6), whom I performed a colon resection on. He had previous incisional hernia repaired with mesh. The wound was closed with running #1 prolene. Unfortunately, he has developed several areas of drainage in his midline wound. I have debrided these in the office, but I could not get the wound to heal. I am concerned that mesh is involved. I have recommended wound exploration with debridement. The risks, benefits, and options clearly explained to the patient and his wife, including the understanding that this may not get the wound to heal and he will need further intervention including abdominal exploration with removal of all mesh. After full disclosure with all questions answered, they consented to proceed.¿ procedure: ¿the patient was brought to the operating room and placed in supine position. After adequate IV sedation, he was prepped sterilely. Field block created. Incision made, debridement carried out, wound packed with gauze. Needle, instrument and sponge count correct at the end of the case. Tolerated the procedure well without any apparent complications. Left the operative room alert and in satisfactory condition.¿ [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2016 procedure was not provided.] (B)(6) 2017: (B)(6), md. Operative report. Assistant: (B)(6), apnp. Preoperative diagnosis: infected abdominal wall mesh. Postoperative diagnosis: infected abdominal wall mesh. Operation performed: exploratory laparotomy with explantation of an infected abdominal wall mesh. Anesthesia: general endotracheal by angie morey, crna. Estimated blood loss: 100 ml. Cultures: none. Drains: none. Specimens: infected abdominal wall mesh. Complications: none. Indications: ¿the patient is an 85-year-old patient of dr. (B)(6) with chronic abdominal wall infection from the infected mesh.¿ findings: ¿the patient¿s previously placed gore-tex mesh was infected with a large amount of granulation tissue around the mesh.¿ procedure: ¿with the patient in the supine position, after anesthesia was induced and after appropriate timeout procedure was performed, the abdomen was prepped and draped in the usual fashion using chloraprep. A midline incision was made and an elliptical incision was made around the draining sinus tracks in the midline, to excise him along with the specimen. Dissection was carried out through the subcutaneous tissue down to the [sic] down to the hernia sac. Dissection was carried out laterally where the previously placed dual mesh was identified. There was a significant amount of granulation tissue around the mesh, and a fairly good capsule had formed between the mesh and the bowel. The bowel was dissected off the midline hernia sac to get to the mesh, and the dissection was then carried out circumferentially to the edges of the mesh removing the sutures and metal tacks, which were holding in place. Granulation tissue was encompassing just about all of the gore-tex mesh. This was excised in toto, but inferiorly, there appeared to be a marlex mesh in the abdominal wall, more superficial than the previously placed dual mesh. This was excised along with the abdominal wall, and this was so well incorporated. Some of the rectus muscle had to be removed along with the mesh, but subsequently all of the mesh could be removed. Hemostasis was adequate. The fascia laterally was mobilized off the subcutaneous tissue to allow for suturing. The defect was too large to allow for primary closure, and given the infection, a prolene mesh could not be considered, so a piece of vicryl mesh in 2 layers was then sutured circumferentially to the fascia with a running suture of 0 pds. This is to provide a barrier between the vac dressing and the bowel. A vac dressing with silver impregnation was then placed. The wound measured 19 cm long x 12 cm wide x 4 cm deep. The vac dressing was activated with good seal. The patient tolerated the procedure well and was taken recovery in satisfactory condition.¿ (B)(6) 2017: (B)(6), md; (B)(6), pa, mhs. Pathology report. Case: (B)(6). Specimen: foreign body/material, infected mesh. Final diagnosis: abdominal mesh; removal: granulation tissue reaction with acute inflammation and foreign body giant cells. Gross description: received labeled with patient¿s name and ¿infected mesh¿ is a 43.0 x 7.0 cm portion of synthetic mesh material with some adherent and some separate subcutaneous fibrofatty tissue. The separate piece of adipose tissue measures 6.0 x 4.0 x 2.2 cm. The attached tissue is attached to one end of the mesh and it measures 10.5 x 7.0 x 4.0 cm with a 5.5 x 2.2 cm overlying ellipse of skin. Subcutaneous tissue displays cautery artifact and is focally fragmented. The mesh is tan-white, membranous and striated. The skin surface is focally hyperemic. There is an underlying abscess cavity measuring at least 1.5 cm in greatest dimension. There are several sutures in some additional mesh material embedded within the tissue. Representative tissue is submitted in one cassette to include tissue with embedded mesh and skin with abscess cavity. Microscopic description: sections show granulation tissue that is rich in neutrophils. The surface is focally lined by epidermis. Foreign body giant cells are seen. There is no malignancy. [Missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2017 procedure were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1930, 1932, 1690, 2240, 3191: appropriate term/code not available for ¿open wound¿ ¿wound vac¿, ¿granulation tissue reaction¿ and ¿foreign body giant cells.¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 1993 through (B)(6) 2017 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 1994 through (B)(6), 2009 and (B)(6) 2009 through (B)(6) 2016 were not provided. Patient information: medical history: (B)(6) 1993: abdominal aortic aneurysm. Surgical procedures: unknown date: abdominal aortic aneurysm repair. Unknown date: colon resection. (B)(6) 1993: primary repair of incisional hernia. (B)(6) 1994: marlex repair of left inguinal hernia, marlex repair of recurrent. Ventral hernia. Implant: marlex times 2. (B)(6) 2009: laparoscopic repair of incisional hernia. Implant: gore® dualmesh® biomaterial. (B)(6) 2016: simple wound debridement. (B)(6) 2017: exploratory laparotomy with explantation of an infected abdominal wall mesh. Relevant medical information: (B)(6) 1993: primary repair of incisional hernia. Indications: ¿mr. (B)(6) had undergone previous abdominal aortic aneurysm surgery over a year ago and now presents with a periumbilical bulge which appears to be to the left lateral aspect of his incision, most consistent with a ventral hernia.¿ findings: ¿the patient was found to have a small defect in his anterior abdominal wall over this area. This was repaired with figure-of-eight 0 ethibond sutures without complications.¿ (B)(6) 1994: marlex repair of left inguinal hernia, marlex repair of recurrent ventral hernia [implant: marlex x 2]. Indications: ¿the patient is a 63-year-old gentleman, status post aortic aneurysm surgery with recurrent ventral hernia as well as a primary left indirect hernia.¿ findings: ¿the patient was found to have an indirect left inguinal hernia with poor fascia, requiring marlex mesh repair. Also, a recurrent ventral hernia measuring 6 x 4 cm, required marlex repair.¿ procedure: ¿the inguinal hernia was addressed first with a parallel incision to the inguinal ligament through skin and subcutaneous tissue. The spermatic cord was identified and encircled with a penrose drain. Multiple areas of properitoneal fat were now taken down, divided, and tied near the ring. An indirect inguinal hernia sac was also identified, twisted at the internal ring, and divided. The conjoined tendon was of poor quality; therefore, a marlex mesh was brought up into the operative field. A keyhole was cut in the mesh. It was attached to the symphysis pubis as well as the inguinal ligament and transversalis fascia with interrupted 0 ethibond sutures. At the completion of this tacking maneuver a continuous running 0 prolene suture was used to completely tack the graft to the fascia. The spermatic cord was then left in the subcutaneous location. Closure was with 000 vicryl deep followed by 000 subcuticular vicryl suture. Next, attention was directed to the midline recurrent ventral hernia which was supraumbilical in location. The skin and subcutaneous tissue was divided. The fascia was now undermined until good fascia was found. There appeared to be a relatively large bridge between these areas and therefore it was elected to place marlex mesh. This was placed by taking sutures through the fascia, through the mesh, through the mesh, and through the fascia; a total of about 20 sutures were used to completely circumferentially go around the defect. The fascia was now loosely closed over the defect and the skin closed with 000 vicryl.¿ implant preoperative complaints: (B)(6) 2009: indications: ¿the patient is a 77-year-old white male patient of dr. Xx¿s with a symptomatic incisional hernia.¿ implant procedure: laparoscopic repair of incisional hernia. [Gore® dualmesh® biomaterial 1dlmc06/05495092, 18cm x 24cm x 1mm thick]. Implant date: (B)(6) 2009: wound classification: not provided. Findings: ¿the patient had multiple small midline hernias and hernias just off the midline associated with his previous midline incision.¿ description of hernia being treated: ¿...a veress needle was inserted through a stab wound at the left costal margin and a pneumoperitoneum was created. This was followed by insertion of a 5 mm optiview trocar. Midline adhesions were noted but there was no evidence of for (sic) injury. A 12 mm trocar was inserted in the left mid abdomen and a 5 mm trocar in the left lower quadrant. Through these trocar sites, the omentum was dissected off the anterior abdominal wall and multiple midline hernias, which were quite small, were noted. Inferiorly, there was mesh present and the small bowel was firmly adherent to it so the bowel was dissected off of the mesh using sharp dissection. Several hernias were noted at the level of the umbilicus. After all the adhesions and bowel were taken down off the anterior abdominal wall and multiple hernias were noted, the area of the defect was measured at 12 x 22 cm.¿ implant size and fixation: ¿a piece of dual mesh 26 x 20 was then cut in an oval and four corner sutures of 0 ethibond were placed. The mesh was placed in the abdominal cavity and the four corner sutures were brought up through incisions at the four corners of the defect with good overlap in all four quadrants. The sutures were tied and four intervening sutures were placed through and through the mesh in the four intervening quadrants to full (sic) affix the mesh in place. Using two circular tackers, the remaining edges of the mesh were tacked in place. A good repair appeared to be effected in this manner. Triple antibiotic solution was instilled into the peritoneal cavity and all trocars were removed under direct vision and the pneumoperitoneum evacuated. All incisions were closed with subcuticular sutures of 4-0 vicryl.¿ relevant medical information: (B)(6) 2016: simple wound debridement: indications: ¿the patient is an 85 -year -old white male, followed by dr. Xx, whom I performed a colon resection on (sic). He had previous incisional hernia repaired with mesh. The wound was closed with running #1 prolene. Unfortunately, he has developed several areas of drainage in his midline wound. I have debrided these in the office, but I could not get the wound to heal. I am concerned that mesh is involved. I have recommended wound exploration with debridement.¿ findings: ¿unfortunately, the patient¿s midline mesh is involved with chronic infection. It was debrided. No evidence of bowel fistula. No abscess. There is still mesh left in place, but I debrided all mesh that was exposed. Debridement included skin, fat, and mesh. No muscle was involved. The wound is 7 cm in length, 3.5 cm in depth, and 3 cm in width.¿ procedure: ¿the patient was brought to the operative room and placed in supine position. After adequate IV sedation, he was prepped sterilely. Field block created. Incision made, debridement carried out, wound packed with gauze.¿ explant preoperative complaints: (B)(6) 2017: ¿the patient is an 85-year-old patient with chronic abdominal wall infection from the infected mesh.¿ explant procedure: exploratory laparotomy with explantation of an infected abdominal wall mesh explant date: (B)(6) 2017 wound classification: not provided. Findings: ¿the patient¿s previously placed gore-tex mesh was infected with a large amount of granulation tissue around the mesh.¿ procedure: ¿a midline incision was made and an elliptical incision was made around the draining sinus tracks in the midline, to excise him along with the specimen. Dissection was carried out through the subcutaneous tissue down to the [sic] down to the hernia sac. Dissection was carried out laterally where the previously placed dual mesh was identified. There was a significant amount of granulation tissue around the mesh, and a fairly good capsule had formed between the mesh and the bowel. The bowel was dissected off the midline hernia sac to get to the mesh, and the dissection was then carried out circumferentially to the edges of the mesh removing the sutures and metal tacks, which were holding in place. Granulation tissue was encompassing just about all of the gore-tex mesh. This was excised in toto [sic] , but inferiorly, there appeared to be a marlex mesh in the abdominal wall, more superficial than the previously placed dual mesh. This was excised along with the abdominal wall, and this was so well incorporated. Some of the rectus muscle had to be removed along with the mesh, but subsequently all of the mesh could be removed. Hemostasis was adequate. The fascia laterally was mobilized off the subcutaneous tissue to allow for suturing. The defect was too large to allow for primary closure, and given the infection, a prolene mesh could not be considered, so a piece of vicryl mesh in 2 layers was then sutured circumferentially to the fascia with a running suture of 0 pds. This is to provide a barrier between the vac dressing and the bowel. A vac dressing with silver impregnation was then placed. The wound measured 19 cm long x 12 cm wide x 4 cm deep. The vac dressing was activated with good seal.¿ pathology: ¿specimen: foreign body/material, infected mesh. Final diagnosis: abdominal mesh; removal: granulation tissue reaction with acute inflammation and foreign body giant cells.¿ ¿gross description: ¿received labeled with patient¿s name and ¿infected mesh¿ is a 43.0 x 7.0 cm portion of synthetic mesh material with some adherent and some separate subcutaneous fibrofatty tissue. The separate piece of adipose tissue measures 6.0 x 4.0 x 2.2 cm . The attached tissue is attached to one end of the mesh and it measures 10.5 x 7.0 x 4.0 cm with a 5.5 x 2.2 cm overlying ellipse of skin. Subcutaneous tissue displays cautery artifact and is focally fragmented. The mesh is tan-white, membranous and striated. The skin surface is focally hyperemic. There is an underlying abscess cavity measuring at least 1.5 cm in greatest dimension. There are several sutures in some additional mesh material embedded within the tissue.¿ ¿microscopic description: sections show granulation tissue that is rich in neutrophils. The surface is focally lined by epidermis. Foreign body giant cells are seen . There is no malignancy.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1930, 1932, 1690, 2240, 3191: appropriate term/code not available for ¿open wound¿ ¿wound vac¿, ¿granulation tissue reaction¿ and ¿foreign body giant cells.¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span may 17, 1993 through march 30, 2017 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from november 15, 1994 through february 4, 2009 and february 6, 2009 through december 6, 2016 were not provided. Patient information: medical history: (B)(6) 1993: abdominal aortic aneurysm. Surgical procedures: unknown date: abdominal aortic aneurysm repair. Unknown date: colon resection (B)(6) 1993: primary repair of incisional hernia. (B)(6) 1994: marlex repair of left inguinal hernia, marlex repair of recurrent ventral hernia. Implant: marlex times 2. (B)(6) 2009: laparoscopic repair of incisional hernia. Implant: gore® dualmesh® biomaterial. (B)(6) 2016: simple wound debridement. (B)(6) 2017: exploratory laparotomy with explantation of an infected abdominal wall mesh. Relevant medical information: (B)(6) 1993: primary repair of incisional hernia. Indications: ¿mr. Williams had undergone previous abdominal aortic aneurysm surgery over a year ago and now presents with a periumbilical bulge which appears to be to the left lateral aspect of his incision, most consistent with a ventral hernia.¿ findings: ¿the patient was found to have a small defect in his anterior abdominal wall over this area. This was repaired with figure-of-eight 0 ethibond sutures without complications.¿ (B)(6) 1994: marlex repair of left inguinal hernia, marlex repair of recurrent ventral hernia [implant: marlex x 2]. Indications: ¿the patient is a 63-year-old gentleman, status post aortic aneurysm surgery with recurrent ventral hernia as well as a primary left indirect hernia.¿ findings: ¿the patient was found to have an indirect left inguinal hernia with poor fascia, requiring marlex mesh repair. Also, a recurrent ventral hernia measuring 6 x 4 cm, required marlex repair.¿ procedure: ¿the inguinal hernia was addressed first with a parallel incision to the inguinal ligament through skin and subcutaneous tissue. The spermatic cord was identified and encircled with a penrose drain. Multiple areas of properitoneal fat were now taken down, divided, and tied near the ring. An indirect inguinal hernia sac was also identified, twisted at the internal ring, and divided. The conjoined tendon was of poor quality; therefore, a marlex mesh was brought up into the operative field. A keyhole was cut in the mesh. It was attached to the symphysis pubis as well as the inguinal ligament and transversalis fascia with interrupted 0 ethibond sutures. At the completion of this tacking maneuver a continuous running 0 prolene suture was used to completely tack the graft to the fascia. The spermatic cord was then left in the subcutaneous location. Closure was with 000 vicryl deep followed by 000 subcuticular vicryl suture. Next, attention was directed to the midline recurrent ventral hernia which was supraumbilical in location. The skin and subcutaneous tissue was divided. The fascia was now undermined until good fascia was found. There appeared to be a relatively large bridge between these areas and therefore it was elected to place marlex mesh. This was placed by taking sutures through the fascia, through the mesh, through the mesh, and through the fascia; a total of about 20 sutures were used to completely circumferentially go around the defect. The fascia was now loosely closed over the defect and the skin closed with 000 vicryl.¿ implant preoperative complaints: (B)(6) 2009: indications: ¿the patient is a 77-year-old white male patient of dr. Xx¿s with a symptomatic incisional hernia.¿ implant procedure: laparoscopic repair of incisional hernia. [Gore® dualmesh® biomaterial 1dlmc06/05495092, 18cm x 24cm x 1mm thick]. Implant date: (B)(6) 2009. Wound classification: not provided. Findings: ¿the patient had multiple small midline hernias and hernias just off the midline associated with his previous midline incision.¿ description of hernia being treated: ¿...a veress needle was inserted through a stab wound at the left costal margin and a pneumoperitoneum was created. This was followed by insertion of a 5 mm optiview trocar. Midline adhesions were noted but there was no evidence of for (sic) injury. A 12 mm trocar was inserted in the left mid abdomen and a 5 mm trocar in the left lower quadrant. Through these trocar sites, the omentum was dissected off the anterior abdominal wall and multiple midline hernias, which were quite small, were noted. Inferiorly, there was mesh present and the small bowel was firmly adherent to it so the bowel was dissected off of the mesh using sharp dissection. Several hernias were noted at the level of the umbilicus. After all the adhesions and bowel were taken down off the anterior abdominal wall and multiple hernias were noted, the area of the defect was measured at 12 x 22 cm.¿ implant size and fixation: ¿a piece of dual mesh 26 x 20 was then cut in an oval and four corner sutures of 0 ethibond were placed. The mesh was placed in the abdominal cavity and the four corner sutures were brought up through incisions at the four corners of the defect with good overlap in all four quadrants. The sutures were tied and four intervening sutures were placed through and through the mesh in the four intervening quadrants to full (sic) affix the mesh in place. Using two circular tackers, the remaining edges of the mesh were tacked in place. A good repair appeared to be effected in this manner. Triple antibiotic solution was instilled into the peritoneal cavity and all trocars were removed under direct vision and the pneumoperitoneum evacuated. All incisions were closed with subcuticular sutures of 4-0 vicryl.¿ relevant medical information: (B)(6) 2016: simple wound debridement: indications: ¿the patient is an 85 -year -old white male, followed by dr. Xx, whom I performed a colon resection on (sic). He had previous incisional hernia repaired with mesh. The wound was closed with running #1 prolene. Unfortunately, he has developed several areas of drainage in his midline wound. I have debrided these in the office, but I could not get the wound to heal. I am concerned that mesh is involved. I have recommended wound exploration with debridement.¿ findings: ¿unfortunately, the patient¿s midline mesh is involved with chronic infection. It was debrided. No evidence of bowel fistula. No abscess. There is still mesh left in place, but I debrided all mesh that was exposed. Debridement included skin, fat, and mesh. No muscle was involved. The wound is 7 cm in length, 3.5 cm in depth, and 3 cm in width.¿ procedure: ¿the patient was brought to the operative room and placed in supine position. After adequate IV sedation, he was prepped sterilely. Field block created. Incision made, debridement carried out, wound packed with gauze.¿ explant preoperative complaints: (B)(6) 2017: ¿the patient is an 85-year-old patient with chronic abdominal wall infection from the infected mesh.¿ explant procedure: exploratory laparotomy with explantation of an infected abdominal wall mesh explant date: (B)(6) 2017. Wound classification: not provided. Findings: ¿the patient¿s previously placed gore-tex mesh was infected with a large amount of granulation tissue around the mesh.¿ procedure: ¿a midline incision was made and an elliptical incision was made around the draining sinus tracks in the midline, to excise him along with the specimen. Dissection was carried out through the subcutaneous tissue down to the [sic] down to the hernia sac. Dissection was carried out laterally where the previously placed dual mesh was identified. There was a significant amount of granulation tissue around the mesh, and a fairly good capsule had formed between the mesh and the bowel. The bowel was dissected off the midline hernia sac to get to the mesh, and the dissection was then carried out circumferentially to the edges of the mesh removing the sutures and metal tacks, which were holding in place. Granulation tissue was encompassing just about all of the gore-tex mesh. This was excised in toto [sic] , but inferiorly, there appeared to be a marlex mesh in the abdominal wall, more superficial than the previously placed dual mesh. This was excised along with the abdominal wall, and this was so well incorporated. Some of the rectus muscle had to be removed along with the mesh, but subsequently all of the mesh could be removed. Hemostasis was adequate. The fascia laterally was mobilized off the subcutaneous tissue to allow for suturing. The defect was too large to allow for primary closure, and given the infection, a prolene mesh could not be considered, so a piece of vicryl mesh in 2 layers was then sutured circumferentially to the fascia with a running suture of 0 pds. This is to provide a barrier between the vac dressing and the bowel. A vac dressing with silver impregnation was then placed. The wound measured 19 cm long x 12 cm wide x 4 cm deep. The vac dressing was activated with good seal.¿ pathology: ¿specimen: foreign body/material, infected mesh. Final diagnosis: abdominal mesh; removal: granulation tissue reaction with acute inflammation and foreign body giant cells.¿ ¿gross description: ¿received labeled with patient¿s name and ¿infected mesh¿ is a 43.0 x 7.0 cm portion of synthetic mesh material with some adherent and some separate subcutaneous fibrofatty tissue. The separate piece of adipose tissue measures 6.0 x 4.0 x 2.2 cm . The attached tissue is attached to one end of the mesh and it measures 10.5 x 7.0 x 4.0 cm with a 5.5 x 2.2 cm overlying ellipse of skin. Subcutaneous tissue displays cautery artifact and is focally fragmented. The mesh is tan-white, membranous and striated. The skin surface is focally hyperemic. There is an underlying abscess cavity measuring at least 1.5 cm in greatest dimension. There are several sutures in some additional mesh material embedded within the tissue.¿ ¿microscopic description: sections show granulation tissue that is rich in neutrophils. The surface is focally lined by epidermis. Foreign body giant cells are seen . There is no malignancy.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2009 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2016 and (B)(6) 2017 additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: additional surgical procedure, open wound, severe recurrent hernia, infection, abscess, wound vac, "granulation tissue reaction with acute inflammation and foreign body giant cells." Additional event specific information was not provided.